Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose levels (approximately 400 mg/dl). Reportedly, elevated bg's are due to stress and "other external factors." Customer is taking steroid medication to treat cystic fibrosis. Customer stated they take oral medication and deliver boluses to stabilize bg levels. Customer is working with their health care professional on the reported issue.